Manufacturer narrative:
Replaced temperature pressure pcb. The temperature/pressure circuit board was observed to have an intermittent out of specification voltage at the dc-dc converter. The device was repaired and returned.

Event description:
During cardiopulmonary bypass, the pressure sensor display disappeared. There was no adverse consequence to a patient as a result of this event.